Event description:
Same case as: 2134265-2008-01020. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, constant chest pain, shortness of breath, loss of hair, nausea, back pain, fatigue, abdominal pain, jittering and tremors and tingling occurred. A 2.75x32mm and 3.00x16mm taxus express2 drug eluting stents were deployed in an unk vessel. The pt has experienced "constant chest pain, shortness of breath, loss of hair, nausea, back pain, fatigue, abdominal pain, jittering and tremors and tingling" since the stents were implanted. The pt uses oxygen continually for the symptoms she is experiencing. Additional info was requested from the physician, but has not been provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.